Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected their transfer set from the pt line of the homechoice set during a dwell phase without pausing therapy. The home pt did not return in time for the following drain cycle. When the home pt returned, the cycler was alarming. The home pt reconnected themselves to the setup. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.